Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to deploy the last ruby coil into the target vessel using another manufacturer's microcatheter, the coil became "hung up" and therefore, the physician attempted to retract it. While the coil was being retracted, it unintentionally detached within the microcatheter. The physician did not experience any resistance while retracting the coil. The detached ruby coil was then removed from the microcatheter using a syringe and the procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the embolization coil stretch resistant (sr) wire was fractured and the embolization coil was detached from its pusher assembly. There was no visible damage to the ruby coil detachment handle (handle). The handle was actuated and passed both pull force and throw distance without an issue. Conclusion: evaluation of the returned device revealed that the ruby coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. Although the physician reported no resistance was felt while retracting the ruby coil, sr wire fracture typically occurs as a result of retracting the device against resistance, and will lead to an unintentional detachment. Further evaluation revealed that the handle was functional. The handle was actuated and passed both pull force and throw distance without an issue. The other manufacturer¿s microcatheter mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.